Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not conclusively be established through this evaluation. Although the analysis of the submitted log files confirmed the reported low flow alarms, a specific cause for these alarms could not be determined. However, the account communicated that the patient had a known "echo-density (thrombus vs. Vegetation?)" Seen in the inflow cannula. It was reported that the patient experienced low flow alarms with elevated pulsatility index (pi) overnight. It was also communicated that the patient had a known echo-density (thrombus or vegetation) seen in the inflow cannula. A specific cause for a thrombus or vegetation could not be determined through this evaluation. The submitted system controller event log file contained data on (B)(6) 2020 from 06:23:26 through 11:09:35. The file captured four transient low flow hazard alarms. Of note, the pulsatility index (pi) value was elevated at the time of the alarms. The pump operated as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis and infection (local, pump pocket/pseudo pocket and driveline) as adverse events that may be associated with the use of heartmate 3 lvas. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. Lastly, both the IFU and patient handbook provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08feb2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this document lists pump thrombosis and infection (local, pump pocket/pseudo pocket and driveline) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions regarding preventing infection are provided in various sections of the IFU. Lastly, section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains information about preventing infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. (B)(6).

Event description:
It was reported that the patient has been having very frequent pulsitile index (pi) events with pi trending upward. Overnight, the patient experienced low flow alarms with elevated pi. Of note, the patient has a known echo-density (thrombus vs. Vegetation) seen on inflow cannula. Submitted log file captured low flow events throughout the event history. These occur at times when pi is elevated. There were no other unusual events recorded in the log file event history and the pump is operating as intended. Additional information was requested however not yet provided.